Event description:
The patient was revised because of loosening of the cup which was implanted in a somewhat vertical inclination. There was no bony ingrowth and fibrous tissue formed behind the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.